Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign objects were attached to/clogged the air and water channels and air and water cylinders, but the foreign objects could not be identified. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. In addition to the foreign material found in the air/water tube and channel, the evaluation findings are as follows: due to a crack on the plastic distal end cover, insulation resistance value at the distal end did not meet the standard value, due to wear of the angle wire, bending angle in the "down" direction did not meet standard value, and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis exera iii gastrointestinal videoscope had a defect at the wheels. The issue was found during reprocessing. There was no patient or procedural impact. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material was found in the air/water cylinder and tube.